Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels below 75 (mg/dl) since approximately (B)(6) 2015; however, customer did not provide the lowest bg level that they have experienced. Reportedly, customer recognized that their lows are due to not eating and stated that they know that low bg levels are a part of having diabetes. Customer programmed a temporary basal rate and ate food to treat bg levels.

Manufacturer narrative:
The investigation has been completed. Effect to customer (elevated blood glucose) cannot be confirmed through a log review or duplication testing. Functional testing was performed and an unrelated issue was found.